Event description:
Per the clinic the device was explanted on (B)(6) 2013 due to an unspecified skin issue. The patient was implanted with a new device on the contralateral side during the same surgery. Additional information has been requested but has not been made available as of the date of this report (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not returned yet for evaluation.